Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward, indicating that there was a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The download data showed that the pod completed both priming sequences in the expected number of pulses and was deactivated after delivering 73 pulses. No abnormalities were observed in the data. Inspection of the needle mechanism assembly found no damages or defects that would prevent the needle from deploying as intended by the end of second prime, however it could not be determined when exactly the needle deployed. The cause of the reported needle failing to deploy could not be conclusively determined.